Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a company representative (rep) stated that the drug information was baclofen 694.7 mcg/day 2000 mcg/ml.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who with an implantable pump infusing an unknown drug. It was reported that the catheter was partially explanted. Additional information was received from the healthcare provider (hcp) via the manufacturer representative (rep). It was reported that the hcp reported the patient was having increased pain that did not respond to dose increases. A catheter access portaspiration was attempted, but no aspiration was obtained. The pump pocket was surgically opened and the pump segment of the catheter was removed. The hcp reported spontaneous cerebrospinal fluid flow and revised the pump segment. The catheter aspirated easily after revision and the issue was believed to be resolved. The hcp had no allegations regarding the patient's pump; it was replaced to decrease the patient's surgical risk from needing a replacement soon.

Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿no significant anomaly ¿ catheter body ¿ deformed in shape and/or abrasion.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.